Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the shock was not delivered during the daily checkup. There was reportedly no patient involvement. Remote support from the customer care solution center was received. It was determined that this was a malfunction of the therapy pca. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer ordered a replacement therapy pca; however, the therapy pca is currently on backorder and will be provided to the customer when available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.